Event description:
Patient presented to the physician with an infection and drainage at the ipg chest incision site. Physician admitted the patient and placed on IV antibiotics.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site and an infection at the neck incision. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.